Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented emergently. The proximal stent graft was noted to have migrated approximately 4 cm causing a type ia endoleak, and the aneurysm had ruptured. Fractures were also noted in the proximal stent crowns. The stent grafts were explanted. No additional clinical sequelae were reported and the patient is fine. From the examination of the returned devices and minimal clinical information provided the cause of the migration, leading to the aaa rupture, could not be determined. The bifurcate was returned with 4 of the 5 bare springs detached from the device. Bare spring fractures were seen at the connecting bar crimp and at the adjacent distal apex of the remaining bare spring, and the bare spring sutures were observed torn from 3 of the 4 detached bare springs. The separated bare springs were not returned for analysis. A 16.5 mm length fabric tear was seen along the length of the connecting bar (near the fractured bare spring location) extending from the proximal graft margin to the distal end of the first covered stent. Several spring abrasion and crease fatigue tears were also seen on the bifurcate aortic body, at the mid-length of the ipsilateral limb, and along the distal end of the contralateral limb. Some of these tears appeared to have been covered by tissue in the ¿as received¿ condition. It is likely that the bare spring fractures led to the stent graft migration and eventual aaa rupture. The failure mode appears to be fatigue related; however, the exact cause of the fractures and detachment from the stent graft could not be determined. Films were not available for review, and the aneurysm morphology is unknown; therefore, the loads and in-vivo configuration of the stent graft during the implant duration could not be assessed. It is possible that placement of the stent graft into a highly angulated anatomy may have contributed to these events. Finite element analysis of the talent bare spring has shown the stent apex to be an area of high strain (relative to other locations of the stent) and therefore the location most likely to fracture if the device experienced unexpectedly high deformations. Since the initial date of the fracture and migration is unknown, it is also possible that some of the tears, including the 16.5 mm length fabric tear, may have occurred (or increased in size) after the bare springs had fractured and the stent graft had migrated.

Manufacturer narrative:
(B)(4).